Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when an attempt was made to remove the foley catheter the day after placement, the tsc lead wire came loose and became tangled in the catheter, making it impossible to remove the fluid.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event was confirmed cause unknown. Received (4) photo samples. The first photo shows the overview of the catheter with the syringe. The second and third photo sample shows the wire protruding from the catheter. The fourth photo shows the inflation valve cap. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley with syringe 119314 and lot number ngjx0304. Visual inspection noted that the temperature wire was protruding out from the catheter. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when an attempt was made to remove the foley catheter the day after placement, the tsc lead wire came loose and became tangled in the catheter, making it impossible to remove the fluid.